Event description:
It was reported that the device was used during a total abdominal hysterectomy. It was reported by the rep that the surgeon was using the device to clip vessels. The device jammed and misfired. Another device was pulled to complete the case. There was no consequence to the pt.